Event description:
It was reported by the customer that an alarm occured. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Insulin pump alarmed prime during displacement test due to corroded motor assembly. Insulin pump received with minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.